Event description:
Drug/diluent: unk - not reported. Fill volume: unk - no reported. Flow rate: unk - not reported. Procedure: arthroscopic surgery for ligament repair. Cathplace: ankle joint. Date of surgery: (B)(6) 2006 (day unk). (Reference 2026095-2014-00012/13-01193 (a)). Patient alleges chondrolysis following the placement of a pain pump in her left ankle following two surgeries on or about (B)(6) 2005 and (B)(6) 2006. "Np: not provided."

Manufacturer narrative:
Method: the product was not returned for an evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the info contained is from legal documents served on I-flow, llc. The complaint was opened so that a medical device report (MDR) can be filed with the u.s. Food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow, llc or the treat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation. As of 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722. Rev. E). Info from this incident will be included in our product complaint and MDR trend reporting system.